Event description:
An intra aortic balloon was placed intra operatively and was functioning on 1:1 augmentation. The patient was taken post operatively to the surgical intensive care unit. One hour after arrival the patient was noted to have blood backing up in the balloon catheter. The catheter was immediately changed. The patient remained stable during the change. The balloon on the catheter that was removed was noted to be rutured.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: balloon. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.